Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the broken locking screw and the nail was forwarded to the product development manager. The evaluation indicates the screw is broken by the ninth pitch from the screw head side. The surface of the broken screw looks homogenous. We assume that this breakage occurred due to an overload of force. The exact reason for this breakage cannot be determined. The other devices used were analyzed for conformance to print specifications as well as the device history records was researched. No abnormal findings were identified. No manufacturing related issue was found. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. Product service: additional information. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with tibial nail and locking screw one year ago on an unspecified date. X-ray taken on an unspecified date revealed the second distal locking screw was broken. Patient was returned to the or on an unknown date for removal of hardware. The surgeon removed the nail and screws. No further information was provided. This is 2 of 2 reports for the same event, (B)(4).